Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experienced major bleeding unrelated to the device under study. The subject was somnolent. The patient was also experiencing bloody bowel movements due to colitis. The patient was hospitalized.

Event description:
It was reported that the patient was treated with 2 units of packed red blood cells (prbcs) intraoperatively, one unit of prbcs on post-operative day (pod) 1 and 2 units of prbcs on pod 2. The patient became dialysis dependent on (B)(6) 2018.

Manufacturer narrative:
Section a4: patient weight estimated based on 2018 clinical data. Manufacturer's investigation conclusion: a specific cause for the reported subarachnoid hemorrhage, respiratory failure, and colitis, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), could not be determined. The account communicated that the patient was somnolent and a CT (computed tomography) showed a subarachnoid hemorrhage and right frontal lobe encephalomalacia. Additional information indicated that the patient was also experiencing bloody bowel movements due to colitis and had required reintubation due to respiratory failure after becoming unresponsive. This event was possibly related to the patient¿s subarachnoid hemorrhage. This event was determined to be resolved on (B)(6) 2018. The patient remained ongoing on heartmate 3 lvas, serial number: (B)(6) until ultimately expiring 14dec2018 (related manufacturer report number: 2916596-2020-02666). No product is available for investigation. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists stroke, bleeding, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Neurological dysfunction is also listed as a potential late postimplant complication in section 6 ¿patient care and management¿. Section 6 ¿patient care and management¿ provides information regarding anticoagulation regimen, including the recommended inr values, for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the subject was (B)(6). CT shows subarachnoid hemorrhage (sah). It was reported that the patient was also experiencing bloody bowel movements due to colitis. It was reported that the patient has experienced respiratory failure. The patient required reintubation after becoming unresponsive. This was possibly related to the sah. It was reported that the bleeding resolved on (B)(6) 2018 and the respiratory failure resolved on (B)(6) 2020.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) trial, ide#: (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a CT scan following a change in neurological status. The scan revealed right frontal lobe encephalomalacia. On (B)(6) 2018, the patient was somnolent. CT showed subarachnoid hemorrhage and there was major bleeding.